Event description:
Customer reportedly obtained results of 54 mg/dl, 55mg/dl, and 247mg/dl on the same device within 10 minutes. Customer reportedly felt nauseous and drank juice. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.